Event description:
It was reported that (5) devices were used during unknown procedures from several hospitals. It was reported by the affiliate that the er320 jaws are broken and all fell off. The clips also ejected out of the appliers. A subdealer (distributor), sent the several appliers to the office with no special reports (further information). There were no consequences to the patients.